Event description:
It was reported that the right atrial (ra) lead was trending upward and jumped to high impedance measurements. The lead remains in use, but the patient was referred to another physician for a lead replacement to be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)